Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 23-apr-2018, a field service engineer (fse) visited the account to address the reported event. The fse reviewed the error logs and was able to confirm the 101 low pressure error message. The customer reported at the time of the visit, they had been running all day without any errors. However, fse inspected the instrument and did not find any leaks but noted that the drain valve did not appear to be tightly closed. Fse tightly closed the drain valve and flushed the buffers with hemolysis wash. They also primed the buffers and performed initialization with no errors. Fse then monitored the pressures during quality control (qc) and a patient run. The pressure remained within specifications. The g8 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A (B)(4) complaint history review and service history review for similar complaints was performed for serial number 13804001 from (B)(6) 2017 through aware date (B)(6) 2018. There was one (1) similar complaint identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event could not be determined.

Event description:
On (B)(6) 2018, a customer reported getting 101 pressure low error message at the end of the run with the g8 instrument. Technical support service (tss) advised the customer to the check the fittings, prefilter, and the valves, but all were installed correctly and no leaks were found. Tss also requested that the customer removed the right side of the column and perform a drain flush for 10 minutes. Customer replaced all reagents and primed the instrument with cc=20, flow factor= 1.08, and fc=3. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.